Event description:
It was reported that during a colon resection procedure, the surgeon was firing the circular stapler on normal rectal tissue and saw the orange indicator. The device was clicked into place and everything seemed fine. The surgeon than dialed into the middle of the green area, held it for 60 seconds. They fired and the surgeon stated that it did not feel right. After firing, the device was taken out and the staples had not formed at all. A contour stapler was used to make the anastomosis. The surgeon over sewed but still did not fell that the anastomosis was secure. It was then decided to perform a loop illestomy. The pt has metastatic disease. Do to the illestomy they will have to wait 6 months before treatment. The pt is currently fine and remains in the hospital.

Manufacturer narrative:
Date sent: 4/7/2009. Results- anvil former. Evaluation summary- the analysis results found that the device was received with the anvil shaft bent, the breakaway washer was present and cut. It appears possible that the anvil was pushed far enough off center to result in a damage. This situation normally occurs when the tissue is not evenly distributed in the device or the anvil is pushed of centered. However, it could not be determined what may have cause the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.